Event description:
The patient reported that they had their system removed 4-5 years ago, due to malfunction. The date was unknown. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that during pump explant, the physician left "clip" in the patient.

Manufacturer narrative:
Catheter model# 8731, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).